Event description:
Vns patient was explanted due to infection and open wound. The patient had reportedly benefited from the vns therapy, but was not responding to large amounts of antibiotics. It is not known whether re-implant is planned.